Event description:
Multifunction cardio-respiratory monitor with oxygen saturation capability of being used on a premature neonate in neonatal intensive care unit. Audible alarm for low saturation did not sound at bedside or central monitoring station (oxygen sats dropped as low as 40% before returning to normal without audible). Audible alarms also failed for high saturation condition at both bedside and central monitoring station.